Event description:
It was reported that the patient was unable to charge their implantable neurostimulator (ins). The ins became depleted and could not be charged with a physician mode recharge (pmr). The ins was explanted, when it was noted that the ins was implanted too deep in the pocket. The patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 399930 lot# v025708 implanted: 2008-(B)(6) explanted: na; product typ lead product ID 37752 serial# (B)(4) product typ recharger product ID 37743 serial# (B)(4) product typ programmer, patient product ID 37083-20 serial# (B)(4) implanted: 2008-(B)(6) explanted: na product typ extension product ID 3708220 serial# (B)(4) implanted: 2008-(B)(6) explanted: na product typ extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of neurostimulator model 37712, serial # (B)(4), showed no significant anomalies.